Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) pcb was evaluated and replaced. The 5vdc power supply the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.